Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical extension set filter was leaking liquid. The patient was being treated with blincyto and requiring administration via programmable automatic pump. There were no reported adverse events.